Event description:
It was reported that the 9900 system would not fluoro. However, additional information indicated that the system would stay on for about 4 beeps after releasing fluoro button. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.